Event description:
It is reported that during a percutaneous transluminal intervention procedure, a balloon rupture occurred. The 90% stenosed lesion was located in the moderately calcified and severely tortuous basilic vein. The physician advanced the sterling otw 4.0 x 40/40 (4f) balloon catheter do dilate the lesion. The first inflation was completed at 6 atms. The second inflation was completed at 14 atms. The balloon ruptured on the third inflation at 14 atms. The balloon was removed intact without any incident. No patient complications occurred. The patient status was listed as "satisfactory".

Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).